Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead implanted: 2013-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing and threshold issues due to a lead dislodgement. Due to the physician experiencing difficulty in manipulating the lead inside the subclavian vein and this being the third revision according to limited data, the physician decided to explant and replaced the lead successfully. No patient complications have been reported as aresult of this event.